Event description:
It was reported that during a mitraclip procedure on (B)(6) 2013, before the introduction of the mitraclip devices, the transseptal puncture was performed without any difficulties. There was no difficulty accessing the femoral vein or advancing the guide wire to the left atrium (la). There was no resistance advancing the steerable guide catheter (sgc). The sgc was operating as expected. It crossed the septum nicely and was stabilized in the la. While the clip delivery system was being prepared on the preparation table, the anesthesiologist alerted the team of the drop in blood pressure and medication was administered. The blood pressure increased but was not stable. The cause of the drop in blood pressure could not be immediately identified; the patient was not hypotensive prior to the procedure. The radiology and vascular surgery department were called for consultation. The team performed a femoral vein venography a few times; the results were negative. The mitraclip procedure was aborted and the sgc was removed smoothly. The radiology and vascular surgeons decided to perform surgery for revision of the iliac vein which in their opinion was oozing. During surgery, the iliac vein was found not to be perforated, but was stretched. The tortuosity of the vein was heavy. The surgery was initially successful and the patient was improving. However, that night, the patient status worsened and subsequently, the patient expired. The cause of death was reported as disseminated intravascular coagulation syndrome. Although the physician did not address any complaints against the device, he stated that the mitraclip procedure and the sgc were not the cause of the death, but a contributor to it as the introduction of the sgc into the vein stretched it.

Manufacturer narrative:
(B)(4). It was indicated that the device was not being returned for evaluation; therefore, analysis of the complaint device could not be completed. There was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effect of death, hemorrhage, hypotension, tissue damage are known observed and potential patient effects as listed in the mitraclip instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, no product deficiency was identified.